Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 04/18/2016 to report that on (B)(6) 2016, the patient experienced gaps in data. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/16/2016 and confirmed the reported gaps in data. No additional patient or event information is available.